Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including generalized chronic back pain, and chronic pain in her right elbow. The patient had surgery performed on her elbow but reported that she still has pain in her tendons. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 20-aug-2020, mentor received additional information about the event: - the patient underwent bilateral explantation on (B)(6) 2020. - the removed devices were discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On 07-sep-2020, mentor received additional information about the event. - the patient did not replace her removed breast prostheses. - the patient¿s right breast prosthesis was discovered to be ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-dec-2020, mentor received additional information about the event: the patient submitted a medwatch report to the FDA about this event (report #: mw5097312). In mw5097312, the patient reported that she had surgery in 2020 to treat abdominal pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. Both of the patient¿s breast prostheses ruptured after implantation. On (B)(6) 2020, mentor completed a second investigation on the suspect medical device to address the reported rupture. The investigation was completed on a photo of the device because the physical device was discarded. Device evaluation summary: according to the information reported, the patient experienced rupture and developed generalized illness during a visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device was discarded. Device evaluation summary: according to the information reported, the patient experienced right breast prosthesis rupture and developed generalized illness during a visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number:(B)(4).